Event description:
Tech alleged that the brakes would set but not hold. No injury reported.

Manufacturer narrative:
The tech found the beds steering and brakes were not working properly. The technician adjusted both steering and brake casters, as well as the cable systems, to resolve the issue.